Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device restarts continuously". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - the instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag an shown that the ventilator device restarted repeatedly during ventilation. - whether alarms were triggered is not reported. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).. . Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device restarts continuously". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag an shown that the ventilator device restarted repeatedly during ventilation. Whether alarms were triggered is not reported. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).. Investigation ongoing.